Event description:
It was reported that as the physician was deploying the coil into the carotid-cavernous fistula, it prematurely detached. The part of the coil remained within the microcatheter and the physician was able to remove the coil with the microcatheter. There was no reported clinical consequence to the pt. No further info has been provided.